Manufacturer narrative:
The customer¿s report of fluid leaking from ¿the y-site with the texium¿ was neither confirmed nor replicated. Visual inspection did not reveal any discernible signs of damage or abnormalities, nor clear evidence of a leak having occurred. With the texium-bonded set y-ed into the lowermost smartsite of the primary set as received, both functioned effectively throughout investigational testing and did not show any indication of a leak. The root cause was not determined for the reported failure.

Manufacturer narrative:
Concomitant medical products: 150ml hospira bag ndc 0409-798361, lot number 79-048-jt, exp (B)(6) 2019. Carboplatin; 1000ml hospira bag ndc 0409-7983-09, lot number 79-033-jt, exp (B)(6) 2019, 0.9% sodium chloride attached to the supect set. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that normal saline was infusing through the primary line and there was a leak at the y-site with the texium that was connected to the carboplatin medication. There was no patient harm.